Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Visual examination of the returned device found no patient blood or residue, so the alleged issue may have been found during system priming prior to start of the procedure. Examination under magnification found that the adhesive path at the bubble trap area had a void or there was not sufficient adhesive applied in that area. The device failed blood circuit pressure decay testing and confirmed the alleged complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. The report only stated that the disposable device leaked. There were no other details provided. The device was returned to the manufacturer for evaluation.